Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) after installing new board loading software b.17, power cycle the machine gave an error "power-up test fails code #10". The board had an error code # f5 "failed to load software image out of onboard flash.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Please revert sections d, e to blank.

Event description:
This report is being cancelled as it is a duplicate of tw 756910/mfg report number 2249723-2023-00479. Report was created in error.